Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited an ¿error code 1814¿. They instructed the patient to remove the batteries. ¿alarm 1822 was on screen. Troubleshooting was repeated but ¿alarm 1822¿ persisted. The patient had one day left of infusion. Per reporter, they could not review settings, and the resolution volume was unknown. There was patient involvement and no patient harm/adverse events reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.